Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found errors were confirmed and replicated. Upon visual inspection there were no issues found that would be related to customer issue. The unit was installed on a golden system, where error 319 was displayed on start-up. Error 319 remains present during power cycles. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to failed communication of the dual camera interface board (dcib) and endoscope controller power distributor (ecpd).

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, repeated non recoverable 319 errors at system startup, the system had already been power cycled multiple times prior to contacting support. Technical support engineer (tse) guided biomed through verifying all power and fiber connections on the rear of the endoscope controller, video processor, and core, and also assisted with performing a hard power cycle of the vision tower; however, the error persisted. Based on the continued failure after troubleshooting, tse advised that field service engineer intervention would be required to resolve the issue. The procedure was aborted with no reported injury.